Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 53-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported the patient was on ECMO and impella support for 237 hours and the patient had a cerebral hemorrhage. After consulting with the patients family, the patient expired. The cause of the cerebral hemorrhage is unknown. Patient was on mcs, echmo and impella support. In addition, the patient had multiple organ failure and coagulopathy. The cause of death is unknown, but was determined to be hypocardiac function and cerebral hemorrhage. Cause of death is potentially cerebral hemorrhage which was possibly caused by impella.

Manufacturer narrative:
The investigation into the stroke/cva has been completed since the original report was filed. The medical center in japan did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on the clinical data reported, the root cause of the cva event was most likely patient condition related, the relationship to the impella cp is unknown.